Event description:
The customer philips healthcare to report that the co2 inlet seems broken or loose and does not give a co2 measurement. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.